Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device experienced a constant downstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarms which was not reproduced. The downstream occlusion alarm was confirmed through a review of the event history log. During the eval, the downstream sensor current reading was low. The device was recalibrated.